Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the attachment of a large volume infusor was faulty. The device was compounded with flucloxacillin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured march 19, 2016 ¿ march 21, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.